Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that the customer had already trimmed and re installed the tubing. The fse replaced the sheath restrictor tubing along with tubing through vl46a and verified there was no leaks post replacement. (B)(4).

Event description:
A customer reported an uncontained leak of about a cup of clear fluid from near the sheath flow restrictor tubing of the lh750 instrument. No erroneous patient results were generated in connection with this event. In addition, no one came in direct contact with the fluid so there was no biohazard exposure to open wounds or mucous membranes.